Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Customer contacted hcp for emergency prescription to address bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.